Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse inspected the instrument and found that the strip reader module (srm) and wash well brushes were dirty. He replaced the dirty srm munsell and wash well brushes to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine glucose results for controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.